Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9734252, lot/serial #: unknown. Product ID: 9735772, lot/serial #: unknown. The manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a damaged communication cable and loose articulating arm. There has been damage sustained to the communication cable between the main cart and camera cart, the damage can be seen to the wire. The articulating arm was also too loose after tightening and could cause navigation issues e.g. Reference frame moving. The next step was to replace the parts. No patient was present at the time of the event.